Event description:
The patient reported that at last refill, the nurse "missed the port" and the patient experienced overdose, then withdrawal. Specific symptoms were not reported. The patient recently had noted an alarm; the hcp checked the pump and turned it off. The patient is on oral medication and feels fine. Attempts to confirm the reported events were unsuccessful as the hcp on record has not seen the patient for several years. An attempt was made to contact the patient for current hcp contact information without success due to a disconnected telephone.

Manufacturer narrative:
The manufacturer suspects a pocket fill occurred at last refill.